Event description:
No blood glucose levels reported. The customer reported a low battery alert from the insulin pump. The customer installed new batteries on the insulin pump. The insulin pump got stuck in rewind after replacing the battery. The settings of the insulin pump were also erased after replacing the battery. The customer tried a new battery cap and battery on the insulin pump. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.